Manufacturer narrative:
Investigation ¿ evaluation it was reported that a wire guide from a turbo-ject single lumen power-injectable PICC (upics-5.0-CT-nt-1111) from lot 13173815 frayed upon removal through the needle. A replacement device was used to complete the procedure. Cook became aware of this event on 04sep2020 upon being notified by c.h.g. D'avranches. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned for evaluation. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record for the device lot found no related nonconformances or additional complaints associated with this device lot. A review of the wire guide subassembly lots found one related nonconformance for which one device was scrapped. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "precautions ¿ standard techniques for placement of vascular access sheaths, catheters and wire guides should be employed. Instructions for use 7. Withdraw the needle, leaving wire guide in place." Additionally, a label (l_scor_rev 0) is attached to wire guide holder and depicts a warning to not pull the distal spring coil portion of the wire guide through the needle tip. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for failure was traced to the user's failure to follow instructions. The customer reported withdrawing the wire guide through the needle before observing the fraying. It is likely that the wire guide coils caught on the sharp distal tip of the needle during this action, leading to the reported fraying upon forcing the withdrawal. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the nitinol wire guide of a turbo-ject® single lumen power-injectable PICC frayed upon removal from the needle. During a PICC line placement on (B)(6) 2020, as the nitinol wire guide was being removed from the bevel of the needle, it frayed. Another PICC line set was opened and a new wire guide was used to complete the procedure. No adverse effects were reported.